Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of jucvf081 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (jucvf081) have been reported from the same facility in (B)(4).

Event description:
It was reported that the connector to fixate the catheter was defective. (B)(6) 2019: customer reports: "the connection did not hold the catheter". It was stated that this occurred with two statlocks. This report addresses the first device.